Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin administration. No additional assistance was necessary, and technical support decided to close the case.